Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0njxy, implanted: (B)(4) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy. She had a bad night on (B)(6) 2015, was going to the bathroom a lot, and was not getting there in time. The change in therapy and symptoms was noted to be sudden. She also had problems the following day. The patient wore diapers at night because she wasn't totally confident in the device yet. She felt stimulation and therapy was on. No traumas or falls were reported that could be related to the issue. The patient changed from program 2 at 1.3 volts to program 3 at 2.0 volts. No event cause, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.